Manufacturer narrative:
Addition g4/g5.

Manufacturer narrative:
Additional devices implanted and/or related to this event: pxc141400/ 20059739 UDI- (B)(4), pxc141200/ 15850815 UDI- (B)(4) and plc181000/ 20059739 UDI- (B)(4).

Event description:
On (B)(6) 2017, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the patient had a possible distal type I endoleak (date and modality of images is unknown). There is aneurysm sac enlargement reported (amount is unknown). The cause for the distal type I endoleak is unknown. On (B)(6) 2020, the physician reintervened and performed an angiogram and then implanted a gore® excluder® contralateral leg endoprosthesis distally (it is unknown which implanted device was extended). The endoleak was resolved at the end of the case. The patient tolerated the procedure.

Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device's verified that the lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include but are not limited to endoleak.